Event description:
Reporter alleged blood glucose device generated a result which is outside the reading range of the meter. It was stated the glucose result measured 808 mg/dl and once retested rec'd another reading of 808 mg/dl followed by a result of 345 mg/dl. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.